Event description:
It was reported that, "fusion from 1999 l3-s1 with sdrs. Revision needed at l4-5. Broken rods left and right and broken right s1 screw. Removed the caps with the proper sliding off compressor. Removed left s1 screw with multi axial spiral radius tool. Started to remove left l4 screw and prongs broke. Removed the all caps and connectors. Removed right s1 broken screw. Brought up second poly adjustment tool for left l4 screw. Prongs broke on second driver. Ended up cutting tulip head off and extracting with universal extraction. Burred all other heads off and used radius multiaxial adjustment tool to take out screws."

Manufacturer narrative:
Method - visual inspection, mfg record review, complaint history analysis and risk assessment. Result - visual inspection: the prongs of the returned screw adjustment tool were confirmed to be broken. Mfg record review: no discrepancies noted. Complaint history analysis: 7 previous records relating to prong breakage. The investigations into past complaints concluded that the breakages were the result of either hard bone or excessive load assigned to the instrument. Risk assessment: device broke during removal of an older screw system and a delay in surgery was reported. A replacement multi axial spiral radius tool was available to successfully complete the procedure. Conclusion - the most likely cause of the prong breakage is user-error. This instrument is dedicated to be used for slight adjustment only of screw height and is not supposed to withstand the amount of load it was probably submitted to using it for removal.